Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie was not detected on the bus; however, when attempting to pull another medication, the same cubie unexpectedly opened simultaneously. User performed inventory but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a temporary communication failure. A field service engineer identified that cubies in pockets c1 and c3 of main drawer 6 were not detected on the bus, performed a system reboot, and confirmed the cubies were recovered and functioning properly. The system functioned as intended after the field service engineer repaired the device.